Event description:
It was reported that the issue is "liquide infiltration". There was unknown patient involvement.

Manufacturer narrative:
(B)(4). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Physical evaluation of the device found liquid in the device and a damaged downstream occlusion (dso) seal. The device could not be tested because liquid in the device destroyed the printed wire assembly (pwa). The cause of the primary problem was liquid in the device. The pwa, dso seal, and the display were replaced.